Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported downstream occlusion test failed during preventive maintenance which was reproduced. A review of the event history log identified multiple occurrence of the downstream occlusion messages. The cause was determined to be downstream tubing guide was out of adjustment, which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a downstream occlusion test during preventive maintenance. There was no patient involvement. No additional information is available.